Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a heath care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they experienced incontinence for the last couple of days. It was also reported that they stimulation was on but patient did not feel stimulation. Stimulation was increased from 1.2v to 1.6v and patient could feel stimulation. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient¿s daughter called and reported that the setting of 1.6 was not helping the incontinence and went to 1.7 and can¿t go past that since 1.8 was too uncomfortable. Additional information was also received from the patient herself. Patient reported she was having pain, incontinence, and bowels move every time she had spasm and urine came out. Patient reported that her daughter tried fixing it by increasing the stim, but the stim was too strong at 1.8v and felt like vibration and sore. Patient had to decrease it to 1.7v and felt like she had surgery down there. Patient reported nothing was working right now. Patient had access topatient programmer (pp) and it showed stim was on and at 1.7v. Patient reported 1.8v was too strong. Patient was advised to consult with her healthcare professional about symptoms and settings, as changing of program is a medical decision. Patient called back on (B)(6) 2018 and asked to be reprogramed different. Patient reported her hcp had given her the permission to reprogram different. Patient reported being in terrible discomfort. Patient reported she has had it down 1.7, prior she had it at 1.8 and felt vibration. Patient reported she was sore ever since implant and her rectum was terrible sore and itched constantly. Patient reported when she sat down, that area hurt constantly. Patient reported uncomfortable stim. Ins status was confirmed with the pp, it showed therapy was on program 1 at 1.7. Stimulation was turned off and the sensation stopped. During the call patient turned stim down and patient reported she could now sit on the left side. Patient successfully changed to program 2 and increased to 0.9. Patient reported stim was comfortable and she would try it there. Patient also reported that she was 81 and her body was falling apart. Patient was advised to monitor symptoms now that change was made.